Manufacturer narrative:
Alleged failure: cracked/peeling insulation at shaft. Alleged failure: this record is being escalated from a service record, because of the following diagnostic code: /cracked/peeling insulation at shaft . The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacture date is not known.

Event description:
It was reported that the insulation had been compromised.